Manufacturer narrative:
Exemption number e2015055. The manufacturer has been notified, and the device will be evaluated by the original manufacturer. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device disassembled. There was patient involvement; no patient impact.